Manufacturer narrative:
Age/date of birth, sex, weight, ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intraocular lens (iol), model z9002, appeared to have a defect after implantation. The physician removed the lens from the patient's eye and discarded the lens. Another johnson and johnson lens with the same model and diopter was implanted. No further information is available.